Manufacturer narrative:
Additional manufacturer narrative - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from the review, a supplemental medwatch will be filed. (B) (4).

Event description:
It was further reported by the site that the event of vasospasm did not occur. It is noted to have been reported in an error.

Event description:
(B) (6). It was reported that during a carotid procedure, the patient experienced vasospasm. Per operative report details, the filterwire was initially inserted and was unable to advance. Upon the second attempt by the physician, the filterwire was successfully deployed. Details of the lesion are unknown. Additional information have be requested from the site but have not been received.

Manufacturer narrative:
(B)(4).